Manufacturer narrative:
Uut alarmed for low oxygen purity. The uut did not produce any abnormal odors during operation and did not produce any other alarms. The batteries used with the unit in the field were not provided, so these could not be tested. However, the uut successfully charged a new battery from about 20% capacity to 100% capacity. The unit ran on this battery for a longer period of time than what was specified in the service manual.

Manufacturer narrative:
Unit is being returned for evaluation. If any new information is discovered, a followup report will be submitted.

Event description:
Equinox unit stopped working during flight on battery. Had layover in (B)(6). Airline would not let them fly again without working unit. They stayed behind for a day and bought eclipse to use during vacation. They are returning the faulty equinox to (B)(4).